Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to high impedance and the need for a magnetic resonance imaging (MRI) procedure. The patient was reported to be doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7110293, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-70, serial number: (B)(6), batch/lot number: 7074241, model/catalog description: linear 3-4 lead 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, serial number: na, batch/lot number: 27571336, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).